Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the caregiver (cg) that air had entered the setup. The tsr had the cg cycle the power on the hc and a system error 2367 alarmed. The tsr advised the cg that they would need to start over with new supplies or do a manual exchange. The tsr assisted the cg to end the therapy. The tsr advised the cg to inform the peritoneal dialysis registered nurse (pdrn) of the system error 2240. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation: an alarm indicative of a potential malfunction of the disposable cassette was identified. The lot number was unknown. The sample was returned to baxter and underwent a visual examination as well as a functional tests. No abnormalities were noted during testing. The set was visually inspected with no issues noted. A leak test was performed with no issues noted a clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. A clear passage test was performed with no blockages noted.